Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an episode of suspected ventricular tachycardia was misdiagnosed as supraventricular and no therapy was delivered. Patient was asymptomatic. Programming changes were made. Patients condition was fine.